Manufacturer narrative:
B5-corrected information: a 12.6mm vicmo12.6 lens was exchanged with a 13.7mm vicmo13.7 lens. Claim# (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -5.0 into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a longer lens due to low vault and the problem was resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
B5-corrected info: a 13.7mm vicmo13.7 lens was exchanged with a 12.6mm vicmo12.6 lens. Claim# (B)(4).